Event description:
I had my first, and only, euflexxa injection in my left knee on (B)(6) 2012. Within a few minutes my knee began burning. Two hours after that I developed a severe headache. Two hours after that both ears became inflamed and filled up with fluid. Doctors have been pumping me full of steroid shots, prednisone, and antihistamines. Nothing works. It has now been four weeks since the shot and I am no better. Have not been able to work at all during this time. Euflexxa is bioengineered to break down slowly over 4 to 6 months - so I guess I have 3 to 5 more months of being sick as a dog. I contacted ferring pharmaceuticals (the maker of euflexxa) seeking any suggestions or research that might help me and my doctor treat this issue and they refuse to help. I have never had headaches or ear problems in my life. The pain from this incredible. I have to wear sunglasses indoors and can barely open my eyes. I've never sued anyone in my life, but I've reached a point I'm ready to file a lawsuit. Had torn meniscus removed and this was a followup for joint.